Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required drainage. There was difficulty in passing through to the left atrial side during atrial septal puncture. Attempts to approach the left atrium with the ablation catheter were also difficult, and passage could not be achieved. Atrial septal puncture was conducted again, and the catheter was successfully inserted into the left atrium. During the mapping of the left atrium, a decrease in blood pressure was noted. Despite administering norepinephrine, the blood pressure did not increase. Upon checking for effusion, there was accumulation of pericardial fluid. A drainage was performed. After performing pericardial drainage, the blood pressure stabilized. The patient was then transferred to the ICU (intensive care unit). Patient improved. It was reported there was a causal relationship with the product. The physician believes that while the wire passed through to the left atrial side during the septal puncture, and there is a possibility that the septal wall may have been torn when the ablation catheter was tracked into the left atrium. The outcome of the adverse event was improved. The energy source used when the adverse event occurred was rf (radiofrequency). Not exchanges occurred during the procedure. Two transseptal puncture sites were performed during the procedure. Number of performed ablations were 3 on the anterior lspv (left superior pulmonary vein) outside the pv¿s. No ablations were performed within the pulmonary veins.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31535258l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).